Event description:
It was reported that the patient received inappropriate therapies from the right ventricular (rv) lead. The electrogram showed noise and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. A 10967 lifetime ventricular short interval counts occurred since (B)(6) 2013. There were 14 nst, 16 ventricular fibrillations, 17 noises ventricular to ventricular oversensing and 5 "lead failure predictor" episodes of less than 220 milliseconds ventricular to ventricular cycles are recorded between (B)(6) 2013 and (B)(6) 2013. A lead noise alert was recorded on (B)(6) 2013. A lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for nst and ventricular short interval counts. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. The maximum ventricular pace impedance rises from an approximate baseline of 475 ohms to greater than 4000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).